Manufacturer narrative:
E1: (B)(6). One device as returned for repair. It was reported that pump presents internal memory battery failed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device was in good condition. Error log review found "data lost" alarm report. Functional test found that the pump doesn't hold data. This is caused by a faulty printed wiring assembly (pwa). The primary problem was replicated and the pwa was replaced to correct the issue.

Event description:
It was reported that the pump presents internal memory battery failed. There was no patient involvement. Analysis of the device found a faulty printed wire assembly.